Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was implanted with a rod on an unknown date in 2014. Post-op,solera rod was broken. Patient complications were reported as back pain and pseudoarthrosis. Complications started to occur within 3 months after the surgery. The patient underwent revision surgery to explant the rod. No fragments of the product remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.